Manufacturer narrative:
Device evaluation is not necessary as the infection and wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that approximately 1 month after vns implant, the patient had the vns generator and lead removed due to infection and wound dehiscence. Approximately 8 months later the patient had a new vns system implanted. Device history record for the generator and lead was reviewed. Both devices were sterilized prior to distribution. No unresolved non-conformances were found prior to device distribution. Product return and device evaluation is not necessary as the reported infection and wound dehiscence is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.